Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of months ago from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was having issues obtaining a full charge of the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not released by the facility and will not be returned.